Manufacturer narrative:
The customer requested just a replacement therapy capacitor with no engineer evaluation.

Event description:
It was reported to philips that the device had a insufficient shock energy. There was no patient involvement.